Manufacturer narrative:
Concomitant product: 0.9% sodium chloride, lot: 520811c exp: july 26, 2018, therapy date (B)(6) 2015. The customer¿s report of cracked female luer was confirmed. During visual inspection it was noted that the female had a vertical hair line crack. Visual inspection of the luer (cavity 3) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed; the syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the extension tubing "connector" had a crack and leaked while connected to a non-carefusion valve. No patient harm reported.